Event description:
It was reported that following a fall, there was not enough stimulation. The pt fell in the shower a couple of months ago and noticed that the stimulation changed a "month or so" later. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).